Manufacturer narrative:
Product event summary: analysis cofirmed the customer comment that the programmer head had intermittent telemetry, its uplink tests were out of specification and the cable was therefore replaced. Analysis also determined that the label was missing its laminate and the label was therefore replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads returned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads returned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.